Event description:
The customer contacted physio-control to report that when their device is moved, or bumped, that it would power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio disassembled the device in order to perform a visual inspection on the internal components and to ensure that all of the internal connections were properly seated. After reassembling the unit, the reported issue could no longer be duplicated. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.